Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Additionally, it was reported that a temperature alarm occurred. The customer declined to provide additional information regarding the issue. The customer's blood glucose (bg) was above 500 mg/dl. Reportedly, the customer addressed their bg with a manual dose injection.